Event description:
It was reported that the device locked up. There was no patient use associated with the reported event.

Manufacturer narrative:
Medtronic evaluated the device. The root cause was determined to be due to a failure of the pcb assembly. After replacing the pcb assembly, proper operation was confirmed and the device was returned to the customer. .